Event description:
It was reported that (1) device was used during a ultra low anterior resection. It was reported buy the affiliate that the surgeon applied the tx30g to the rectal stump, then fired completely and transected the bowel against anvil of the tx30g and then removed stapler. No staples were fired. On examination, no staples were found in either the patient or the tx cartridge,. The staple device was newly opened from the factory package and contained the facatory fitted cartridge. The anastomosis was completed with a hand sewn method.